Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Burst balloon may lead to premature deflation. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the nurse found the foley deflated outside of the patient.